Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, undersensing was noted on the device. The physician decided to take no action to address the event. The patient experienced no adverse consequences and will continue to be monitored.